Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Note: please note that we modified our reporting strategy on march 15, 2023 and therefore we now assess this case as reportable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital says: on (B)(6) 2023, the intensive care department provided postoperative patient (B)(6) with respiratory support after general anesthesia surgery using a ventilator. When the ventilator was turned on, the power indicator flashed and the alarm sounded. The nurse pressed the power button to forcibly shut down and restart it. After normal startup, the flow sensor and ventilator breathing circuit were connected and self checked. The airtightness check and flow sensor failed. Summary: flow sensor calibration fails / leak test failed (tightness test failed).